Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, "minimal liquid fluid", "radial folds". Device remains implanted.

Event description:
Healthcare professional later reported right side capsular contracture baker grade iii.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, b.6, h6.

Event description:
Healthcare professional reported right side capsular contracture baker grade unknown, "fluid", "folds". Device remains implanted.